Event description:
It was reported by the filed service technician that the power plug was melting from arching and sparking. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The field service technician replaced the power plug and returned the unit to service.